Manufacturer narrative:
The sample was lithium heparin plasma. The customer believes this is a pre-analytical issue. Per customer, qc was within customer's established ranges prior to and after the sample was run. On (B)(4) 2011, tbhcg calibration was acceptable. On (B)(4) 2011, a bec field service engineer (fse) ran system check and high sensitivity system check, which both passed. No root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous false positive tbhcg result above the normal reference range for one patient generated by the unicel dxi800 access immunoassay analyzer. The result was not reported out of the laboratory. The initial sample was respun and repeated on the same unit and a negative result was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.